Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "broken device". Later, healthcare professional reported capsular contracture baker grade I. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.